Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was further reported that the patients right ventricular (rv) lead had dislodged again and exhibited high thresholds and undersensing along with exit block. The lead has been removed and replaced with a longer length lead. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patients right ventricular (rv) lead had become dislodged after implant and exhibited high thresholds, oversensing noise and delivered three inappropriate shock therapies. The patient was seen in the emergency room (ER) and a programming intervention was done to turn off detections. The following day a lead revision was completed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).